Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was performed in the circumflex (cx) artery with mild calcification and mild tortuosity. The dragonfly opstar imaging catheter could not do a pullback. There was no error message. The device was removed successfully; however, the catheter broke once outside the anatomy. Another dragonfly opstar was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported activation (pullback) failure and subsequent break appear to be related to operational context. In this case, it is likely that the catheter underwent excess angulation (bending) to the strain relief, which resulted in the reported activation failure and break. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation updated from yes to no.